Event description:
The patient reported that they were feeling and ¿electrocution¿ sensation in the upper right quadrant of their body where the implantable neurostimulator (ins) was implanted. It was happening often and just prior to the shocking the patient stopped feeling stimulation. The patient was in a wheelchair and fell quite often but had not had a fall recently. The shocking sensation occurred suddenly and was painful to the point where they could hardly use their arm. Later the same the day the patient presented in the emergency room. A manufacturer representative met them there and attempted to interrogate the device. They were unable to communicate and depletion was suspected but no further troubleshooting was performed. The patient also noted that their patient programmer was not working because it had gotten wet in a flood.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3586, serial# (B)(4), implanted: (B)(6) 1991, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. Product ID: 7433, product type: programmer, patient. (B)(4).